Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.1 not detected on bus, which located on (B)(6). As per part investigation, it was determined that there was fluid ingress of one pcba interface hh module rear. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility name - (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of accessible drawer/device not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (wo): (B)(4). The station was shut down, and the drawer board was replaced. The station was then rebooted. Access to hardware test mode was not possible; however, a pharmacy technician inventoried a couple of medications in the drawer. No error messages were displayed on the screen. During dchu visual inspection: pn 104662-01: was received with signs of fluid ingress. During dchu testing: pn 104662-01: due to the presence of fluid ingress, dchu and hta testing were not performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the reported failure accessible drawer/device not detected on bus is attributed to the fluid ingress of one pcba interface hh module rear pn 104662-01 which resulted in a short circuit and communication failure.